Event description:
Reporter indicated that the programming system being used was not functioning properly. The physician stated that connection appeared to be poor between the serial adapter cable in the handheld and that sometimes the handheld device would turn off by itself. It was unknown whether or not the handheld device would turn back on or how long this issue has been occurring. The physician was sent a new programming system and was requested to send back the old programming system to the manufacturer for analysis, however, it has not been received.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.